Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited repeated episodes of loss of capture. The patient was dependent however was not symptomatic as back up pulses were properly delivered. The physician decided to turn off autocapture and monitor the patient for further issues.